Event description:
Customer reported that pump declared altitude alarm 21. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed to clean speaker holes and reconnect the cartridge, successfully resuming insulin after waiting ten minutes. Pump resumed normal operation, and tips for preventing altitude alarms were provided.